Event description:
Doctor swore I was a candidate for the novasure despite my medical background with no endometriosis and no heavy periods. The doctor told me it was my only option for the abnormal bleeding that started during my pregnancy and never went away after delivery. FDA safety report ID# (B)(4).